Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: they all seem to be coming apart somewhere in the set. It seems like the glue is not working on our sets.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: they all seem to be coming apart somewhere in the set. It seems like the glue is not working on our sets.